Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aorta aneurysm. Vessel morphology was not reported. It was reported was that there was aneurysm expansion caused by a type ii endoleak which resulted in the expansion of the proximal aorta and loosen the sealing around the aortic neck. The catheter was cannulated into the aneurysm from where the proximal type I endoleak was observed, and then intra-aneurysmal embolization was performed using nbca. Another manufacturer¿s aortic cuff (36x36x45) was implanted in the proximal aortic neck and the endoleak was resolved. The stent graft in the left cia had migrated; an endurant 24x24x82 stent graft was also implanted. The migration was resolved. No clinical sequelae were reported and the patient is fine. Exact date of event is unknown.